Manufacturer narrative:
"Fourteen cases of 203 eyes were also reported to have lost one or more lines of cdva at 1 year post-operatively." Should be added in the initial MDR. Claim#: (B)(4).

Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity:unk. Race: unk. Date of event: unk. Model #: unk. Implanted: unk. Explanted: unk. This product is not marketed in the us. Device manufacture date: unk. (B)(4).

Event description:
An article was published in the indian journal of ophthalmology in (B)(6) 2019 titled, 'comparative analysis of clinical outcomes between two types of posterior chamber phakic intraocular lenses for correction of myopia and myopic astigmatism.' The article states that "one eye (0.49%) in the icl group developed visually significant cataract. In all eyes, the cataract developed after a minimum duration of 6 months following implantation. None of the eyes demonstrated a low vault." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted

Manufacturer narrative:
Type of reportable event: "malfunction" should be corrected to "serious" in the initial MDR. Claim#: (B)(4).